Manufacturer narrative:
The pump was received with a blank display due to a loose battery tube connector. Unable to perform the displacement, operating currents, self test, off no power, unexpected restart, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test due to a blank display. Unable to verify the battery out limit alarm due to the blank display. The pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 201mg/dl. The customer also is getting a battery out limit. The customer's blood glucose was 120mg/dl. The customer was advised to monitor pump and a battery cap will be sent out.